Event description:
During preparation of the device for a cardiopulmonary bypass (cpb) procedure, the user reported the "maintain mode" would not track properly. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays or adverse consequences to the patient.